Manufacturer narrative:
The following elements have blank data.

Event description:
Drainage line tubing kinked in package. Attempted to draw pleura fluid from patient's right chest. Drainage line connected to catheter kinked and would not allow for any fluid to be drawn with the exception of 3 ml of pleural fluid. Second kit opened; drainage line also kinked in package. This was noticed prior to removing the drainage line from the kit. Additionally, the suction connector hub was completely closed off during manufacturing and rendered the tubing useless for patient care.